Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/05/2014 with the following results:a review of the pump¿s history showed several call service alarms. During testing, the display screen was fully functional and fully illuminated. There were no signs of fading or discoloration. The pump cover was removed and no evidence of moisture or internal defects was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.